Event description:
According to the reporter: after releasing the stapler and turning the knob four turns the pressure plate jammed and did not tilt to detach from the anastomosis. The anastomosis had to be reopened to remove the pressure plate. The anastomosis was then hand sewn. The surgery was extended by more than thirty mins. An extension of the incision by more than one inch was required.

Manufacturer narrative:
(B)(4).